Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching and redness under entire patch area. The patient consulted her doctor virtually and the reaction was treated with a prescription of an oral antibiotics (clindamycin, 3 times a day). The area was prepared with soap and water before placing the sensor on the body. At the time of the report the skin reaction was fine. No additional patient or event information is available.